Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the cuff on the endobronchial tube popped/burst during insertion. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The device history record for lot #15et12 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The sample was returned for evaluation. A visual exam was performed and there were no obvious defects observed. The tracheal clear cuff of the device was inflated to 25mbar and the pressure of the cuff dropped rapidly. The clear cuff could not be inflated. The bronchial blue cuff was also inflated to 25mbar, and the pressure did not change. The device was then immersed into water with air injected to the cuffs. Air bubbles were observed coming from the clear cuff. No leaks were detected on the blue cuff. The leak point was examined under 10x magnification and a cut mark was detected on the clear cuff. The defect was likely due to mishandling during tube insertion at user end. It is stated in IFU to test inflate the cuffs prior to use. At the manufacturing facility, 100% leak testing is conducted; therefore, a defect of this type would be detected prior to release.

Event description:
The customer alleges that the cuff on the endobronchial tube popped/burst during insertion. No patient injury or harm reported.